Event description:
Consumer called to report very different readings on paradigm link meter. Analysis run on clark error grid using mean avg. Reading (60) as ref. Point vs. Bd readings of 37, 39, 104 yielded data points in the d zone of the grid, outside of acceptable limits.